Manufacturer narrative:
The additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following intraoperative complication during an an attempt to implant stents (os) from a trabecular micro bypass system. Per report, as the stent was deployed, the trocar tip appeared to be bent. Therefore, the stent was removed from the eye and a back-up stent was successfully implanted without complication. There was no reported adverse impact to the patient and the patient status and prognosis was reported as fine.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: 31917.

Event description:
It was reported that during a left eye (os) cataract surgery followed by trabecular micro bypass stent system procedure, a broken trocar was observed. Per report, the surgeon completed the procedure using a back-up device, and there was no patient injury. Additional information has been requested.